Event description:
New information notes that there were no reported concerns with patients¿ condition before, during or after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a pacemaker generator change and a possible new atrial lead. During device interrogation prior to procedure, I was able to reproduce atrial lead noise via isometric exercise at bedside in bipolar and both tip/can and ring/can unipolar configuration. The lead was capped and successfully replaced. The patient was discharged home the following day.